Event description:
Subsequent to the initial medwatch report, additional information indicates abbott vascular medical monitors adjudicated this event as an ischemic, ipsilateral minor stroke. No additional information was provided

Manufacturer narrative:
(B)(4). The reported cerebrovascular accident is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that one day post xact stent placement in the right internal carotid artery, the patient experienced left upper extremity weakness, drift and ataxia. CT scan of the brain showed no acute process. Heparin was given along with aspirin and plavix. The symptoms improved within 24 hours and at the time of discharge on (B)(6) 2010, the patient was almost back to baseline. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Non-stroke neurological is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.